Manufacturer narrative:
Product samples have been returned. Neither visual examination nor simulated use testing reveals any product defects. We have not had any other complaints on this batch. Based upon the product testing, this complaint could not be confirmed as reported.

Event description:
The customer has experienced bleeding after catheterization.